Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and was not detected on the bus even after a reboot. The field service engineer (fse) shut down the station, inspected the back panel, and found the leds for the drawer were not lit. After testing with a multimeter, sub-drawer 3.1 was identified as faulty. The fse replaced the sub-drawer controller and the module controller, powered on the station, allowed firmware updates, and reassigned the drawer. Diagnostics and acceptance tests confirmed all pockets were detected and functioning properly. The application acknowledged the drawer, and no other issues were observed. The customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.